Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient wanting further actions to improve the function of sns device and address symptoms, as they were finding current situation and symptoms untenable. The device is frequently switching itself off (with the message ¿all data lost¿) for prolonged periods of time. Although patient initially thought this was due to travel through an airport, they have now found that it is completely unrelated to this. The device remains off for several weeks (between 1-5 weeks) before it responds again. It has been off for more than 38 % of the time in the last few months (approx. 72 days off since the beginning of may). When the device is not working, patient become decidedly symptomatic, which has significant adverse effects on their quality of life, and indeed, was admitted to the local hospital to their high care ward in october as a result. Patient's initial symptoms are of diffuse bladder discomfort and then pain, especially after sitting (which is unavoidable in their work). Difficulty voiding ensues, and this is then associated with nausea and a general feeling of illness. During most recent admission to hospital, patient was treated for urosepsis based on bladder symptoms (pain and burning passing urine), fever, associated nausea and vomiting. And a raised white cell count (wbc 18, predominantly granulocytes). Symptoms resolved with treatment with IV gentamicin. Unfortunately, due to logistical issues related to living in a remote and rural area (getting specimens to the lab based 300km away in the capital and the need for antibiotics over a weekend), the urine result was negative. Even when not suffering from a (presumed) uti, patient experience significant symptoms when the device is failing to respond, and am struggling to continue normal life. Patient has described this as a device malfunction. The device is not providing the relief of symptoms required. Patient would therefore like advice on whether there are any further avenues to explore to improve the function of the device, so it is actually working for patient. If there are no further avenues to explore with the device, patient would like to get healthcare professional (hcp) advice on what further actions may be possible to treat the patient's atonic bladder and improve quality of life (such as the possible need for a return to self catheterisation?) Patient further explained that aside from their past 3 experiences of my device switching itself off and then taking time for it to work again, they mentioned one more incident when it switched itself off and a development between that and the previous time it was not working. When patientleft home 7th november to return to jo¿burg, they switched off device long before hearing any airport. After they had reached their destination patient tried to switch it on again and received the ¿all data lost¿ message. Only later on (B)(6) was patient was able to switch it on again. Also between the two trips, on (B)(6) patient had experienced discomfort in my bladder during the previous night and since thursday was the last day in the week when they could send a specimen to a lab in lusaka for culture and sensitivity test, patient took it to the lab at local community medical centre and asked them to send it off. Patient knew it would be at least 4 days before getting result and following the previous advice of our local hcp, they began to take nitrofurantoin 50 mg b.d. The next day patient was told that should take the nitrofurantoin 6 hourly. That day they started to vomit. On (B)(6) patient was vomiting more and taking soluble ondansetron to stop the vomiting. Patient was seen at medical centre and had a full blood count done. Their white cell count (particularly granulocytes) was high. Their record of sensitivities was consulted and was advised to continue taking the nitrofurantoin qds. On (B)(6) they were vomiting more and feeling very unwell so was taken back to the medical centre where another blood sample was taken. The lab does not work at weekends, so the sample was stored. Patient was given IV ondansetron and IV gentamycin for 2 days. On the monday morning (B)(6) it was revealed that the specimen sent for c <(>&<)> s showed no organism to culture and the blood sample from saturday showed normal white blood cell levels. Patient was discharged on the basis that would receive IV gentamycin for a further 3 days at home. The week later they returned to jo¿burg. On the wednesday 9th november we were having medical checkups with our hcp there and said that again had a diffuse discomfort in my bladder. A dipstick test of a specimen of urine showed no sign of infection. It was that evening that the device began to work again. Patient has therefore concluded that the bladder discomfort and pain has been when bladder has been overstretched because of inadequate emptying. The pain does to respond to anti-inflammatory pain killers. However, when they spend a long time sitting like when travelling, the pain tends to return and they have difficulty in voiding and can feel nauseous. Patient has not done any self-catheterisation recently and have lost the knack and need to prepare the supplies for sterilisation. However, they guess it would be good to try to empty the bladder when they have the pain. Patient would like advice from hcp and plan to send a copy of this email to them. Patient mentioned having a calendar of when device has been off between april and november. Yesterday patient changed to program 2 and have been more aware of a sensation from the device. Moreover, patient stated it has been the implanted device that has lost all data. Patient does read the message that ¿your internal device has lost all data¿ on the screen of the remote control. Patient have felt it wise to switch off my device via the remote control when going through the gate, even with the gate switched off. That is the reason they have tried to switch off the device before approaching scree ning arches at departures. This was when patient found the device had lost all data before going through security at departures on (B)(6) patient decided to switch off well before reaching the security screening i.e. Just after checking in at ort, and the found the message ¿all data lost from the internal device¿. Patient mentioned seeing manufacturer representative on the (B)(6) and all was well then. It came on again on (B)(6) . Patient said they were travelling back to jo¿burg on (B)(6) so they switched it off before leaving home. It only came responsive again on the evening of 9th november when they were able to switch on the device again. That means that it is often when they fly that they discover that the device is off. Once it is off they check every few days until it comes on again. When all is normal, patient use the remote if they are having trouble voiding, or have bladder pain. They normally do not have a schedule for checking the device. They had noted that they were having to use their abdominal muscles to try to void in late march. In mid-june and early august patient had used the remote and successfully increased the signal. Patient do not immediately have a return of symptoms, but with all these days being off on (B)(6) patient began to feel discomfort in bladder. As well as continued difficulty in voiding. All the times patient have mentioned above, was because of the message about ¿all data being lost on internal device¿ on the screen of the remote control that they knew the device was off. The discomfort has developed into a diffuse on-going pain. On 2022-nov-22 additional information received. Patient further detailed that the internal device eventually returned to normal function on its own but one time this took 5 weeks. Patient stated they live in zambia so seeing a clinician requires a 2 hour flight from zambia to south africa. Therapy seemed normal once the device turned on again. The first time it had switched off patient had been a bedsider for their husband who was admitted to hospital in lusaka. The husband¿s room was above the cath lab of the hospital but the device had been working ok in that room about 2 hours before it went off in the domestic departure area of lusaka airport. Patient stated they were standing about 5 m away from the screening equipment when it went off and received the 'all data lost on internal device' message. The second time it switched itself off was also in domestic departure lusaka airport before screening. The third time it was just after check-in at ort regional departures terminal b before going to terminal a for security screening. The fourth time patient lost data was after they had switched off the device at home before travelling to lusaka and subsequently flying to jo'burg. Then it returned to function in about 60 hours.

Manufacturer narrative:
D6a is estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.